Manufacturer narrative:
The reagent lot number and expiration date were not provided. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) found that the reaction cells were overflowing and adjusted the rinse volume. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable apoat tina-quant apolipoprotein a-1 ver.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial apoat result was 0.33 g/l. The sample was repeated and the result was 0.67 g/l. The repeat result was deemed correct.